Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01013, reference MFR report: 1627487-2015-01014. It was reported the patient experienced an infection. Consequently, the patient's scs system was removed. Additional information received identified the infection/explant occurred months ago, the exact date of the event is unknown.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances related to the event and product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.